Manufacturer narrative:
Date sent: 09/04/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectum neoplasia, they couldn't fire the device. After finishing the procedure, they realized that the staples didn't come out. They had to use another one but the same result. They couldn't fire it. The procedure became open surgery because it was not possible to open the device when holding the tissue and after firing without result. Received the following information on 08/24/2009: in both cases the device didn't fire because the trigger didn't allow. In the first case additionally, the machine blocked inside the patient. The tool was used with white recharge in a vascular tissue and the consequent was the conversion to an open procedure. The patient finally is good without any kind of problem. Others features of the patient, nowadays is impossible to achieve that information.